Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a beast augmentation, on suturing at the end, the suture broke. There was an additional operation performed to correct the issue. There was temporary patient injury.